Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 20 atmospheres for 20 seconds, the balloon vertically ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.